Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Provided photo shows an implanted iol. One haptic appears to be broken and is over the optic. The complainant indicates the use of monarch iii d cartridge, which is not qualified for use with the associated iol model and diopter. Based on our observation of the attached photo, the iol is implanted, one haptic appears to be broken and is over the optic. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified cartridge. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the intraocular lens (iol) implantation surgery, the haptic was broken during unfolding of the lens while the lens was already in the eye. Hence the lens was cut and removed from the patient's eye and replaced with another lens during the same procedure. Additional information was received stating that the wound was enlarged and additional stiches was required.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint was observed. An approximately 50% of the intra ocular lens (iol) was received in the lens case. One haptic is broken/torn and not returned. The other haptic and the remaining iol optic are not returned. Solution is dried on the returned segment. Provided photo shows an implanted iol. One haptic appears to be broken and is over the optic. The complainant indicates the use of company cartridge, which is not qualified for use with the associated iol model and diopter. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified cartridge. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).